Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer did not initially complete the necessary steps to remove air from the cartridge, so cts educated them on this process. After acknowledging the instructions, the customer attempted to fill the tubing again, but supplies were insufficient to continue troubleshooting. The customer was advised to call back if issues persist, and the case was closed by cts.